Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received deployed with the soft cannula not visible in the needle well. The pink slide insert was visible in the top housing viewing window and the linkage assembly was completely retracted. Inspection of the needle mechanism found no issues. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Even though no problems were found, the cause of the reported needle mechanism failure could not be determined. No time outs or drive stalls were seen in the data. The data showed that an 0x12 alarm was generated indicating a reset caused by low voltage detection. The device delivered 43 first prime pulses and was deactivated at 48 pulses. The 0x12 alarm was generated at 48 pulses which resulted in the pod deactivation. The batteries were measured to have expected voltage and the shelf mode current was observed to be in specification. The device was reset & paired with a master pdm. A 5-unit bolus was successfully delivered. No abnormalities were seen in the rerun data. The exact cause of the generated alarm could not be determined. Investigation found the exposed portion of the soft cannula torn. The length of the soft cannula was measured to be out of specification. Due to the soft cannula being torn, the fluid did not flow through the complete fluid path. It could not be conclusively determined when this damage occurred.